Event description:
This 19 year old male had a motorcycle accident on 6/7/98, who had a right both-bone forearm fracture. In the interim, he broke the plate that was on the radius and presents for repair of the left radius nonunion.